Event description:
Lab tech was changing out the large sharps box. The top came off of the red bottom and the needles and other items spilled out. The employee was not exposed to blood and blood products but the potential of a sharps injury was present. When the employee obtained a new sharps container (bottom and top), it could not be securely attached.